Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet user experienced rapid insulin cartridge depletion and a hyperglycemia event associated with missed meal announcements; the user had not announced meals for over a month, causing the ilet to deliver repeated corrective doses, and a factory reset with full supply change was completed with education to consistently announce all meals. Symptoms included none. Outcomes included a transient hyperglycemia to 284 mg/dl that remained out of range for about two hours and was corrected by the ilet without alerts, assistance, or medical intervention. Investigation included customer support troubleshooting, review of cartridge history, education on proper meal announcement use, and device reset with successful return to bionic mode. Investigation of this case revealed that device performance was consistent with design and that missed meal announcements led to increased corrective dosing and higher insulin utilization, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that user technique and missed meal announcements were the cause.